Manufacturer narrative:
Due to imdrf harmonization, any previously submitted method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. It was reported that the hospitalization was not related to an issue with the device or therapy. The pump failed while the patient was hospitalized for management of chronic pressure ulcers in ischial areas. It was reported that the pump failed at 17:42 on (B)(6) 2018 according to the manufacturer's representative who interrogated the device and indicated that it needed to be replaced. Actions/interventions taken to resolve the issue included baclofen withdrawal measures and transfer to a higher level of care in the medical intensive care unit (micu), and neurosurgery planning to replace the pump. It was indicated that the pump alarm and the patient's symptoms continued in the micu. Additional information was received from a manufacturer's representative on (B)(6) 2018. The patient's relevant medical history included leukocytosis. It was reported that the replacement was postponed, and it was unknown when it would be rescheduled. It was indicated that the device would be returned for analysis. No further complications were reported. No further information was obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer and a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen (at an unknown concentration/dose), indicated for non-malignant pain and failed back syndrome - other. It was reported that a pump alarm was heard on (B)(6) 2018. Telemetry had not yet been performed, and the reason for the alarm was unknown. The patient¿s caregiver reported that she has heard the pump alarm every ten minutes. It was noted that the patient is in-patient, and the bed is very loud; when the caller turned off the bed, she noticed the pump alarming. It was stated that she cannot hear the pump alarm when the bed is on, so she doesn¿t know how long the pump had been alarming. It was noted that the patient had been in that bed for a week (approximately (B)(6) 2018). Reported symptoms included increased spasms on (B)(6) 2018. It was recommended that the healthcare provider contact the national answering service (nas) to request a manufacturer¿s representative to interrogate the pump. The healthcare provider later called and asked to have the pump interrogated and was redirected to nas. No further complications were reported or anticipated. Additional information was received on (B)(6) 2018 from a consumer via a company representative who reported that the patient presented with lethargy and increased spasticity. There were no known environmental, external or patient factors that may have led or contributed to the issue. The pump was interrogated and a motor stall occurred. The physician was consulted and the pump was put to minimum rate. The issue was not resolved at the time of the event and it was noted that the physician would not have any further information regarding the event. Surgical intervention did not occur but was planned though it had not been scheduled. The type of baclofen the pump was used to deliver was lioresal. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.